Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). (B)(6). The manufacturer's field service engineer (fse) performed troubleshooting and determined that the power switch overlay requires replacement. The fse replaced the power overlay switch and the issue was resolved.

Event description:
It was reported that the unit's orange and green light emitting diode (led) indicator was faulty. There was no patient involvement. Event date not specified, estimate used.